Manufacturer narrative:
Approximate age of device - 6 years, 5 months. Evaluation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had an elevated lactate dehydrogenase (ldh) at 1123 u/l (baseline 239 u/l) in the setting off sub-therapeutic inr. No other signs of hemolysis were observed. A ramp study was (B)(6). The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed no unusual events. The patient overall was in stable condition, started on heparin drip and remained in the hospital for close observation. No further information was provided.

Event description:
Additional information was received from the account. It was reported on (B)(6) 2019 that there was no device exchanged and none will be returned for evaluation. It was reported that the patient's cta results were: mild overall thrombus burden within the left ventricular assist device outflow cannula, with approximately 40% stenosis at the proximal aspect of the outflow tract. The inflow cannula appears widely patent. Redemonstration of severe left and mild right lung pulmonary fibrosis with honeycombing cysts, and asymmetric left lung volume loss. It was reported that the elevated ldh issue was resolved, ldh 202. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with elevated ldh in a setting of sub therapeutic inr. The patient was treated with a heparin drip and noted to be stable, overall. The submitted system controller log files did not capture any atypical alarms and appeared to show the system functioning as intended with stable pump power. The patient remains ongoing on vad support and no further issues have been reported. Device thrombosis and hemolysis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Indications of thrombus and how to respond to such events and recommendations on anticoagulation are also provided. The IFU explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power.